Event description:
It was reported that catheter issue occurred. The 70% stenosed lesion was located in severely calcified middle right coronary artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip was caught in stent strut and failed. It was also noted the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. There were no issues found during visual inspection. Microscopic inspection revealed that the guidewire exit port was damaged, but the distal section of the tip was in good condition. Also, functional test was performed but there was no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The 70% stenosed lesion was located in severely calcified middle right coronary artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip was caught in stent strut and failed. It was also noted the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported.